Event description:
It was reported that possible externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. Patient condition was fine.

Manufacturer narrative:
(B)(4).